Event description:
Caller reported multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer addressed the problem by changing the infusion set and cartridge and resumed insulin use.